Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no patient involvement.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and a rise in temperature on spindle housing was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.